Event description:
Dealer advised unit runs but display shows low o2 with 14 hours. Dealer advised switched over to o2 being okay after running for 45 minutes. Independent repair center: customer alleged low o2/yellow light and the key failure is the o ring is leaking.